Event description:
In 2008, the lay user/patient contacted lifescan alleging the battery indicator icon appeared on the display of the one touch fasttake meter. After several attempts, to reach the patient, the patient called the medical affairs specialist back on july 17, 2008 and gave additional information. The patient stated the issue started about 3-4 months before calling lifescan after putting a new battery in the meter. Sometime after the issue began, the patient allegedly experienced blurry vision and also "got the shakes." She mentioned the blurry vision is indicative of hyperglycemia for her and also stated that "the shakes" were diabetic symptoms but was not clear on whether it was indicative or hyperglycemia or hypoglycemia. She stated, she did have the shakiness symptoms prior to her meter issue but states, she did not have blurry vision before the product issue. She stopped using the meter after the issue began but was able to test her blood sugar on her granddaughter's meter. However, she uses her meter to keep readings for her doctor in order to adjust her medications or make a treatment recommendation. She is told to take 4 readings per day. She did not supply her doctor with readings during the last appointment because she stopped using her meter. The patient takes oral medications for diabetes but suspects she will start taking insulin soon as her blood sugar levels have been high. The patient has also been diagnosed with complex migraines and takes medications for that as well. She states that when her blood sugar levels go high, she experiences headaches, which may become migraines. She mentions this has happened twice since her meter stopped functioning. On another occasion, she was tested on a nurse's meter at work and reportedly obtained a result of 550 mg/dl. She claims, she was taken to the emergency room because of this reading and injected with insulin. It was determined during the troubleshooting telephone call, the meter had not suffered any trauma. The battery was changed per the owner's manual and the product was not new. This complaint is being reported because the patient claims, she was not able to supply her doctor with meter readings and her doctor was not able to adjust her treatment based on the readings. She then reportedly experienced symptoms indicative of hyperglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.